Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#:(B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-feb-2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 04-feb-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that has had issues with their stimulator since date of implant. Pt said that the surgeon who did the implant put the leads into the their spinal column and the leads are pushed up against their nerves; pt said this has caused overstimulation. Pt said that were just made aware of this last week. Pt said that if they have surgery to remove the leads, there will be risk of spinal cord fluid being lost and they will also need back surgery to piece the spine back together. Pt also said another issue they have with their implant is that they get shocked when they are charging the implant and feel stimulation around the implant. Pt said the implant has never worked the way the implant was supposed to and that the next day after using the therapy, their ms flares up. Pt said that they have yearly MRI's on their brain and they wanted to know their options for the MRI if they let their implant battery deplete; pss reviewed information with the pt. Pt said that they feel stimulation even when the stimulation is turned off. Pt said they discussed the situation with a neurologist and they thought the best decision at this time would be to let the implant battery deplete. The patient was redirected to their healthcare provider to further address the issue. Pt said they have a referral to university of (B)(6) for dr. (B)(6) (first name unknown) to discuss the situation further. Upon further review, pss didn't get name of neurologist that pt mentioned working with. Due to the nature of the call and pt being upset with the situation, ps didn't call back pt to verify this information.